Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through letter.

Event description:
A customer reported that an error 4 message was displayed on their freestyle flash meter when the test strip was inserted. The customer observed the booklet icon and the battery icon. The meter is likely exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment. The customer's meter was returned. Investigations are underway.